Event description:
Boston scientific received information that during the implant procedure, the implantable cardioverter defibrillator (ICD) declared an event due to right ventricular (rv) lead manipulation while the ICD was programmed to monitor + therapy mode. The device was successfully implanted. At a later date, this ICD was explanted and returned to boston scientific for disposal. There were no allegations against the functionality or longevity of this device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial analysis found that the right atrial seal plug was missing and there was damage in this location. There were other marks noted on the header, including damage to the tip of the atrial lead barrel. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A review of the memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was then declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. Laboratory analysis was unable to confirm the field observation of oversensing that occurred during the implantation procedure.